Manufacturer narrative:
The returned implantable pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker showed eight months remaining. Boston scientific technical services (ts) reviewed and confirmed normal power consumption at 35 to 37 microwatts over the past year. Subsequently, this device was explanted due to an abnormal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed eight months remaining. Boston scientific technical services (ts) reviewed and confirmed normal power consumption at 35 to 37 microwatts over the past year. Additional information was received indicating that this device was explanted due to an abnormal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.